Event description:
The customer's insulin pump was received without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with currents within specifications. The device alarmed motor error during the basic occlusion test, and it was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump had missing end cap sticker.